Event description:
It was reported that during a lap nissen procedure, the device would no longer clamp down, it would jam. Another device was used to complete the case. There was no pt consequence.

Manufacturer narrative:
The analysis results found that the device was received with the shaft bent, the cartridge and jaw missing, and the valve tube out of position. The instrument was tested for functionality using a test cartridge and no anomalies were noted. The mfg records were reviewed and no anomalies were found during the mfg process. Complaint info is trended on a regular basis to determine if further investigation is warranted.